Event description:
Patient called to report product issues involving the dexcom g7 sensor. Patient stated the last 3 sensors she¿s used have failed and given inaccurate readings which are off by 50 points or more. Patient also mentioned issue with transmission and pairing. She stated that she¿s contacted dexcom regarding these issues and dexcom says they are aware and are working on the problems. Patient stated her last sensor failed the same day she inserted it. First sensor inserted (B)(6) 2025 and failed (B)(6) 2025. Second sensor inserted (B)(6) 2025 and failed (B)(6) 2025. Third sensor inserted (B)(6) 2025 and failed (B)(6) 2025. Device codes: 3023, 1535, 2896. Patient code: 4582. Reference reports mw5175679, mw5175680.